Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the very calcified mid left anterior descending (lad) artery with a bend before the lesion. The lesion was pre-dilated with 1.2x12 and 1.5x15 balloon catheters. Following pre-dilation a 2.25x12 non-bsc stent was advanced but failed to cross the lesion. The device was removed and physician then advanced a 2.25 x16mm synergy ii drug-eluting stent but device still failed to cross the lesion. The stent delivery system (sds) was removed from the patient's body and the physician advanced a 2.0x15 balloon catheter to dilate the lesion again. However, upon advancing the balloon catheter, the physician realized that the synergy stent had come off from the sds and the stent was sitting in the proximal lad. The balloon went through the stent lumen and deployed the stent in the proximal lad. The mid lad was left untreated due to the difficulty crossing. No further patient complications were reported and the patient's status was stable.